Event description:
Reporter alleged blood glucose measured 300 mg/dl at 1:30 am and 2-6 minutes later, he passed out so his wife gave him a soda until he came to consciousness. It was stated customer retested after the soda, however, could not remember the result. No medical attention was sought or received. Customer stated not being able to recall the result the evening before, however, stated he takes normal dose of long acting insulin in the evening of 14-15 units and fast acting insulin on a sliding scale. No other actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.